Event description:
Same case as MDR ID 2134265-2013-03509, 2134265-2013-03543. It was reported that during an intravascular ultrasound (ivus) demonstration procedure for the usage of the ilab, pullback failure occurred. The ilab cart system 120v motor drive unit was used in conjunction with atlantis sr pro imaging catheter during the demonstration. When the physician performed an automatic pullback the system failed to pullback. Three automatic pullback attempts were all unsuccessful. The motor drive unit was repositioned but it did not move. The demonstration was cancelled.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).